Manufacturer narrative:
The reagent lot number was 664363 with an expiration date of 31-may-2024. The field service engineer checked the sample/reagent probe adjustment and probe rack sampling adjustment. He performed a pinch tube exchange, cleaned the water supply bottle, prepared new reagents, and changed the procell and cleancell bottles. After these actions, the sample was repeated and a result of 4177 miu/ml was obtained that was according to the expectations. The investigation did not identify a product problem. The cause of the event could not be determined but was most likely related to insufficient maintenance of the analyzer. A general reagent problem could be excluded as provided quality control data was within expectations.

Event description:
There was an allegation of questionable hcg+beta elecsys results from a cobas e 411 analyzer. The initial result was 1.81 miu/ml which did not fit with the patient's clinical status. On (B)(6), the sample was repeated and the results were 1.79 miu/ml and 1.75 miu/ml. On (B)(6) 2023, the sample was repeated and the result was 1.22 miu/ml. An aliquot of the sample was repeated and the result was 3870 miu/ml. The primary sample was then repeated on another analyzer and the result was 4356 miu/ml. The result of 3870 miu/ml was believed correct.